Event description:
The balloon did not inflate properly. On 12/17/97, datascope was notified that the iab was discarded and would not be returned for eval. Event complications: unknown-reported 12/12/97. Pt's current status: unk-rpt'd 12/12/97.